Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens, clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.5/083 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
(B)(4).